Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported low laser power. The energy has to be increased in order to carry out the procedures properly. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found that the reported event was the result of a non-conforming laser probe and not the system. The system was then tested and met all product specifications. The system was manufactured on september 25, 2013. Based on qa assessment, the product met specifications at the time of release. The laser probe lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet product specifications. The root cause of the reported event can be attributed to the non-conforming laser probe. The manufacturer internal reference number is: (B)(4).